Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported leak could not be determined. Additionally, a definitive cause for the reported thrombosis could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system (70925u383) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the steerable guide catheter (sgc 71031u103) leak and thrombus. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc 71031u103) was inserted into the anatomy; however, fluid column was lost. The sgc was removed from the anatomy and an attempt was made to flush the valve, but a large clot was noted. The clot could not be removed; therefore, the sgc was no longer used, and replaced. A new sgc was used and one clip was implanted, slightly reducing mr to 4. The second clip delivery system (cds 70925u383) was advanced to the mitral valve. Grasping and visualization were difficult. The clip was deployed, reducing mr to 2+; however, after deployment, the clip detached from the posterior leaflet and was attached to the anterior leaflet (single leaflet device attachment/slda). During gripper line removal, the clip completely detached from the anterior leaflet, but remained on the gripper line. The cds was taken apart, and the clip was pulled back to the tip of the sgc with the gripper line, and then the whole system was retracted to the access site. At this point, the gripper line broke. Angiography was performed and the clip was located at the access site. The clip was retrieved with hemostats and the procedure was discontinued. The patient remained hemodynamically stable throughout the procedure. No additional information was provided.